Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation has shown that the sterile package is indeed perforated in one corner as complained. Afterwards it is impossible to determine the exact cause of this occurrence. As this article did pass the final inspection with no findings and as the visible mark of the sealing shows that the package was sealed after manufacturing we can only assume that this damage was caused by any occurrence during transportation. This would also explain the different visible dents at the box.

Event description:
This is 1 of 1 reports for complaint (B)(4).

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on (B)(6) 2013 surgeon was trying to use pfna augment cement. He took the pfna augment needle kit out of the box to prepare it for the procedure and noticed the side opening cannula had perforated the packaging. The outer box was intact and showed no sign of damage. The seal was also intact. Internal packaging seemed to be intact. It was not possible for the surgeon to finish the case using the augment. Surgeon continued the procedure without the use of augment. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device received, evaluation not begun the investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found. Device is not distributed in the united states, but is similar to device marketed in the USA.